Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
This follow-up report is being filed to relay correction information and additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
It was reported that the patient underwent right total hip arthroplasty on (B)(6) 2009. Subsequently, a revision procedure was performed on (B)(6) 2014 due to alleged pain. The modular head and taper adapter were removed and replaced with an active articulation acetabular liner and a ceramic head. A review of the invoice history confirmed the initial surgery date. Additional information received reported that the revision procedure occurred on (B)(6) 2014 due to discomfort, adverse metal reactions, metallosis, pain, elevated metal ion levels and wear. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
It was reported that the patient underwent total hip arthroplasty on (B)(6) 2009. Subsequently, a revision procedure was performed on (B)(6) 2014 due to alleged pain. The modular head and taper adapter were removed and replaced with an active articulation acetabular liner and a ceramic head. A review of the invoice history confirmed the initial surgery date.